Event description:
It was reported partial catheter rupture at 5 cm. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: 39cm exit site markings of PICC after placement. Catheter inserted in basilic vein. Catheter placed (B)(6) 2024 and removed (B)(6) 2024. Normal saline used to lock catheter between use. Statlock used, PICC dressed straight along patient's arm. Patient symptoms: pain, swelling. Break was internal at 5cm mark 42 days after insertion. Chloraprep used to clean catheter site during dressing change.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of split catheter is confirmed; however, the exact cause is unknown. Two photographs of a powerpicc solo2 were returned for evaluation. An initial visual observation of the photographs showed a split in the catheter around the 5 cm mark. The first photograph showed the whole catheter device including the hub and a split is observed. The second photograph showed a closeup of the clear split in the catheter tubing yet no cause could be discerned. Blood residue could also be seen coming from the split. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported partial catheter rupture at 5 cm. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: 39cm exit site markings of PICC after placement. Catheter inserted in basilic vein. Catheter placed (B)(6) 2024 and removed (B)(6) 2024. Normal saline used to lock catheter between use. Statlock used, PICC dressed straight along patient's arm. Patient symptoms: pain, swelling. Break was internal at 5cm mark 42 days after insertion. Chloraprep used to clean catheter site during dressing change.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported partial catheter rupture at 5 cm. No other information was provided.